Event description:
The reporter states that he obtained a 355mg/dl and 174mg/dl blood glucose comparison on the accu-chek aviva system. The results were obtained with a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to reporter and return requested.